Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v567714, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported an x-ray taken on (B)(6) 2012 showed the patient¿s lead migrated by 1 mm and another x-ray taken on (B)(6) 2012 showed a 3mm migration. It was stated there were no symptoms and there were no actions taken. It was noted the event resolved without sequelae on (B)(6) 2013. It was stated the patient¿s lead migrated 1mm distally on (B)(6) 2012 and 3 mm posteriorly on (B)(6) 2012. It was noted there was no clinical significance.